Manufacturer narrative:
Na

Event description:
It was reported that noise was observed on the ventricular channel. The noise was seen on an episode stored for vf. The noise led to inappropriate therapy delivery.